Event description:
A randomized (B)(4) study participant underwent a noga mapping procedure. During the procedure, while mapping the inferior portion of the septum, the subject experienced approximately 2.5 10-second screens of ventricular arrhythmia-ventricular tachycardia. Pt was successfully cardioverted with one shock at 200j. Procedure continued and was completed with no further complications. Pt has fully recovered from the procedure.

Manufacturer narrative:
It appears that an initial report may have been submitted by (B)(6)directly to the FDA. We received a copy of their 3500a draft. (B)(4).